Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. Manufacturing review: the device history record review could not be performed since the lot number of the device was not provided. Investigation summary: the sample was not returned for evaluation and image was not provided. In this case, an in-stent thrombosis, which could lead to an occlusion, was identified. Based on the information available a potential relation to the device or a potential device deficiency could not be verified. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the potential complications, which may occur during or after the implantation of the stent graft, the instructions for use includes: thrombosis. Occlusion and restenosis.

Event description:
It was reported that three hundred and six days post stent placement in the right external iliac artery to treat an occlusion, a computed tomography scan revealed an in-stent thrombus in the target vessel. No reintervention was performed. The event was assessed as being likely relate to the device. The current status of the patient was unknown.